Manufacturer narrative:
The device associated with this report was not returned. The provided x-ray confirms the complaint. Provided information states the surgeon noted through imaging that the location of the screw was not appropriate and the guide pin was inserted bent. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised due to screw backout.